Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs paddle leads: upn: (B)(4), model: sc 8336 50, serial: (B)(4), batch: 7033702.

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also noted that patient had pain at upper incision of scs and increased mid back pain. The patient underwent an explant procedure. All explanted devices will not be returned.